Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that paramedics were called due to low blood glucose. Customer was found unconscous and paramedics treated customer at home with an IV. Customer reported that blood glucose was too low to record on meter. Customer was wearing insulin pump at the time.